Manufacturer narrative:
The calibration data is in the expected range. The qc recovery for level 1 is acceptable, the recovery for level 2 shows a shift, but is within the 2sd range. Based on the calibration and qc data, the assay is performing within specifications. The measuring cell was exchanged and no further issues have occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs stat assay (tnt-hsst) result for 1 patient tested on a cobas 6000 e 601 module that was discovered while troubleshooting precision problems with the analyzer. The initial tnt-hsst result was 26.06 ng/l with a repeat result of 9.77 ng/l. The same patient sample was also tested on a cobas e 411 immunoassay analyzer (serial number (B)(4)) and had tnt-hsst result of 8.15 pg/ml. The initial tnt-hsst result was reported outside of the laboratory. A corrected report was issued. The tnt-hsst reagent lot was 34588 with an expiration date of dec-2019. The tnt-hsst reagent lot from the cobas e411 was 34588 with an expiration date that was not provided.